Manufacturer narrative:
The reported events were helix mechanism issues and insulation twisted. As received, a complete lead was returned in one piece. The reported event of insulation twisted was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during implant that an issue with the helix was unable to extend, the insulation was also twisted, and another unspecified helix issue was noted on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The patient was in stable condition.